Event description:
Concomitant devices: dynamic hip screw (dhs) (part: unknown, lot: unknown, quantity: unknown), dhs plate (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported on (B)(6) 2019 during a hip replacement, the removal of dhs plate, two of the long connecting screws f/ 338.060 broke off while the surgeon was loosening the dhs screw. The surgeon decided to use a two holes plate to loosen the dhs screw. Fragments were removed successfully. No delay, no consequence for the patient. Concomitant device reported: unknown dynamic hip screw (part #: unknown, lot #: unknown, quantity #: unknown). This complaint involves two (2) devices. This is 1 of 1 for report (B)(4).